Event description:
Consumer reported possible false positive result compared to other at home antigen test.

Manufacturer narrative:
A review of similar complaints of the reported problem was performed. No adverse trend was observed. No root cause was determined. Report source was an email.